Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the chip showed a failure code indicating a quad failure. Functional testing was unable to replicate the condition. Visual inspection of the bldc board showed improper application of humiseal in area #10. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A secondary finding of improperly applied humiseal was found. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Right hemicolectomy. During the first firing of functional end to end anastomosis, the device did not react when the surgeon tried to open the jaws to change the staple line. The surgeon removed the adapter from the idrive handle and replaced the idrive handle. The case was completed successfully. No patient injury.